Event description:
Device report from synthes europe reports an event in (B)(6) as follows: veterinary lcp plate was implanted in (B)(6) old dog for a tibia fracture. Reportedly the plate was broken 8 days after the surgery.

Manufacturer narrative:
Device was used for treatment. The 510k#: device is a veterinary product. Device is similar to a device marketed for human use. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.